Manufacturer narrative:
After using the outback catheter to re-enter the vessel and removing it from the patient, the physician noticed a coating or piece of the catheter had come apart and separated from the catheter. The device did not separate inside the patient. The physician mentioned that it could be the wire, but wasn't sure. Additional information reported that the wire used was a 0.014 boston pt choice wire. The device will be returned. The target lesion was located in the distal superficial femoral artery (sfa). The device was inserted through a hemostatic valve and not a stopcock. The separated segment was still attached to catheter when it was removed. The patient was successfully treated with the outback catheter and is doing well post procedure. No further procedural information one non sterile outback was received coiled inside two plastic bags. The outback was found complete, no missing part were noticed. A kink was noticed at 2.5 cm from the distal end. Blood was noticed in the hemostatic rotating valve. An unknown guide wire was received inserted in the outback, with its tip sticking out of the cannula port. In order to perform the functional analysis, the guide wire was removed, and it was noticed that it was broken. One 3 mm piece is exiting through the tip; and another 4mm piece exiting through the cannula port. Several attempts were made in order to remove the blood from the catheter; however it was not possible; therefore the functional analysis could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Analysis of the returned device found no fracture or separation or missing part of the returned device. The reported separated piece found with analysis was a piece of an unknown guidewire. With additional investigation it was reported that a 0.014 pt choice/boston scientific guidewire was used. It is not known if it was an extra support guidewire, one of the guidewires specifically recommended in the instructions for use. It is possible that procedural factors including failure to retract the guidewire tip into the catheter, as directed in the IFU, before deployment of the cannula may have contributed to the event. However, based on the available information, the root cause of this event could not be determined. The kink noted on the returned device is due to an overcannulation, which could be derived from procedural factors. Neither the DHR review nor the product analysis suggests that the reported issue, and unit condition are related to the manufacturing process; therefore no corrective action will be taken.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
After using the outback catheter to re-enter the vessel and removing it from the patient, the physician noticed a coating or piece of the catheter had come apart and separated from the catheter. The device did not separate inside the patient. The physician mentioned that it could be the wire, but wasn't sure. The device will be returned. The target lesion was located in the distal sfa. The device was inserted through a hemostatic valve and not a stopcock. The separated segment was still attached to catheter when it was removed. Post procedure the patient was doing well, patient was successfully treated with outback catheter.